Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2023-08163. It was reported the patient is not receiving effective therapy due to high impedances on one lead and ineffective coverage on the other. Surgical intervention was undertaken and the leads and anchors were explanted and replaced. Patient now has effective therapy.